Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy: the journal of arthroscopic and related surgery titled ¿borderline dysplastic female patients with painful internal snapping improve clinical outcomes at minimum 2-year follow-up following hip arthroscopy with femoroplasty, labral repair, iliopsoas fractional lengthening, and capsular plication: a propensity-matched controlled comparison.¿ the study reviewed seventy-four (74) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Seven (7) patients were documented to have undergone revisions resulting in additional surgery during the follow-up period. Ref: maldonado, d. R., et al. (2021). "Borderline dysplastic female patients with painful internal snapping improve clinical outcomes at minimum 2-year follow-up following hip arthroscopy with femoroplasty, labral repair, iliopsoas fractional lengthening, and capsular plication: a propensity-matched controlled comparison." Arthroscopy 37(8): 2473-2484.